Event description:
In 2006, nellcor received a report where it was claimed that "two raised nubs on the back of the trach caused red marks and irritation." Replacement of the tube was required. This report is associated to the second occurrence on 2936999-2006-00844.

Manufacturer narrative:
Investigation of this report is currently in progress.